Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: there was no data sent; poor water tightness; chips and deep scratches on biopsy or instrument channel opening; cut ends and leak through bending section cover (advanced diagnostics); bending section cover adhesive disappears; all switch functions not working; buckles and dimples near bends; dents and kinks under boot; printed circuit board had corrosion; and there was a bad angle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had no image. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication error) was caused by handling. Olympus will continue to monitor field performance for this device.